Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient underwent a routine heart transplant.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient underwent a transplant on (B)(6) 2024. The left ventricular assist device (lvad) was removed.

Manufacturer narrative:
Section e1: the patient was transplanted at the (B)(6). Manufacturer's investigation conclusion: the account reported that the patient received a routine heart transplant. The pump had operated as intended and no issues related to the device or device therapy were reported. No alarms were reported in conjunction with the event. (B)(6) was returned assembled with the driveline severed approximately 4.0¿ from the pump housing. A distal portion of the driveline (including the controller connector) was returned measuring approximately 34.0". The inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump's inlet port. The outflow graft and outflow graft elbow of the sealed outflow conduit were returned attached to the pump¿s outlet port, with the sealed outflow graft severed approximately 3.0¿ from the graft hardware. The bend relief and bend relief collar were both returned unattached, with the bend relief severed approximately 1.0¿ from its hardware, which appeared to be consistent with the transplant procedure. The apical sewing ring was not returned. Upon disassembly of (B)(6), visual inspection of the blood-contacting surfaces within the pump revealed no evidence of developed or adhered depositions or thrombus formations that would have contributed to a flow or functional issue. The pump was cleaned, and the bearings, rotor, and blood-contacting surfaces were examined under a microscope; no anomalies related to wear or damage were observed. Electrical continuity testing of the returned portions of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values that met manufacturing specifications, and the device functioned as intended. Incidental findings: upon removal of the tape, superficial damage to the outer silicone jacket of the driveline was observed. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate ii lvas IFU and the heartmate ii patient handbook are currently available. Although no device-related issues were reported by the account, the IFU lists adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The IFU and patient handbook instruct the user to keep the driveline clean and check the driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also cautions the user to call their hospital contact right away if the driveline is damaged (or might be damaged). Both the IFU and patient handbook provide additional instructions regarding driveline care and instruct the user to clean exterior surfaces of the driveline cables with a damp, lint-free cloth and if more aggressive cleaning is needed, to use warm water and mild dish soap. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.